Event description:
It was reported that an unspecified malfunction alarm occurred. Customer declined to share information regarding their backup insulin therapy method. There was no reported adverse impact to the customer¿s blood glucose level.